Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed there was a counterfeit top case was found on pump. During occlusion testing, the motor not running was error was found. The root cause of the reported issue was found to be normal wear. A combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing which passed. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor issue, loud device. No patient injury was reported.